Manufacturer narrative:
Investigation summary: from the returned photo, the tether foil was properly folded and assembled correctly through the tether holes. There is sign of tether foil end being stretched. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. The probable cause of needle retraction failure could be during product application or from manufacturing. From product application: the needle could have been bent during withdrawal of cannula and caused difficulty during withdrawal. When further force was applied, the tether foil end was being stretched. The stretched holes caused the needle cap to detach from the tether leaving the cannula exposed. From manufacturing: there could be damage on cannula hub or needle cap that resulted in tight separation which eventually causes the reported nonconformance. However, as the actual sample was not returned, the root cause cannot be confirmed. There is no sample returned for investigation and the root cause cannot be confirmed.

Event description:
It was reported that a bd venflon¿ pro safety peripheral safety IV catheter had the safety mechanism release unexpectedly after use.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd venflon¿ pro safety peripheral safety IV catheter had the safety mechanism release unexpectedly after use.